Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The provided image from the field was reviewed. High impedance confirmed. A risk review was completed and confirmed that the event of device - impedance high, device - migration, remote - message - error codes displayed on rc was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient had a red light on their remote control. The patient switched their program along with other troubleshooting attempts, but the red light persisted. The patient also noted that their battery was moving around. Days later, the patient's device was assessed and open impedances were noticed. The patient mentioned that before noticing the red light on their remote, they had been experiencing poor symptom relief two days prior. The patient underwent x-rays and the battery appeared to be tilted and sitting perpendicular to the patient's hip, and the edge of the battery was applying pressure to the patient's skin. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient had a red light on their remote control. The patient switched their program along with other troubleshooting attempts, but the red light persisted. The patient also noted that their battery was moving around. Days later, the patient's device was assessed and open impedances were noticed. The patient mentioned that before noticing the red light on their remote, they had been experiencing poor symptom relief two days prior. The patient underwent x-rays and the battery appeared to be tilted and sitting perpendicular to the patient's hip, and the edge of the battery was applying pressure to the patient's skin. The device was removed and replaced. There were no patient complications.